Manufacturer narrative:
The device was returned to zoll medical corporation. The reported malfunction was confirmed and was attributed to a loose cable on the lcd assembly. The cable was reseated to resolve the issue. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.